Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl and 447 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptom related to high blood glucose level. The customer stated that they treated high blood glucose level by blousing from insulin pump, troubleshooting was performed and the insulin exited. The customer stated that the insulin pump had insulin flow block alarm. The customer reported that the insulin pump was not on auto mode at the time of the incident. The insulin pump will not be returned for analysis.